Event description:
A customer observed a potential false negative ahbc result for a patient sample tested on the eci analyzer. The result did not agree with results from an OEM method or the patient's diagnosis. The result was not reported. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that repeat testing of the sample yielded borderline results, while testing at an alternate facility using an OEM method yielded positive results. The positive results matched historical data for this patient, as well as the diagnosis of chronic hepatitis b. Datalog analysis does not suggest any analyzer malfunction. Qc results were acceptable, and the event appears to be isolated to a single patient sample. The root cause of the event could not be determined.